Manufacturer narrative:
The device and electrode pads were not returned to zoll for evaluation. The customer's report was observed during review of the device data logs provided. However, without the return of the device, root cause could not be firmly established at this time. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed for high impedance using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.